Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in hospital for a device replacement. Two days later the capture threshold had increased and loss of capture was noted. Lead dislodgement was observed via x-ray. The lead was explanted and replaced. The patient had no adverse effects.